Event description:
My medtronic syncromed ii's alarm went off but it 1) sounded different than I'd heard from my three prior pumps (all of which had to be replaced because they 'failed usually a battery problem.) I knew it should not have been a refill alarm (different sound) because I'd just had it refilled. This pump had been implanted 2 yrs prior so it shouldn't have been a battery alarm, so had no idea why the alarm went off. I had narcotic withdrawal symptoms within 4 hours. The po narcotic methadone (for nerve damage in my legs, which the fentanyl in my pump don't help much to decrease) ameliorated withdrawal symptoms until I saw my doctor. According to the program memory the motor had stalled. It apparently was able to reset once, running for a short time. It stalled again and couldn't reset itself according to the program readout. My doctor at that time get it to reset either in the office. They contacted medtronic directly who said it needed to be replaced asap. Then they were told to put reprogram the pump at its lowest rate ((B)(6) less than what I had been receiving.) They, medtronic, told them to send them the old one after its removal. I've had 4 pumps in the last 15 years. My first one tanked (battery) while I was car camping 300 miles from home. I had only been in me for approx 2 yrs. Didn't even know it had an alarm. It had been refilled just before we left (B)(6), so I was pretty sure that wasn't the problem. Between the first and this fourth I had to have 2 other pumps replace. The cause? Battery problem. Think there's any connection? At no time between #1 and #4 was I advised of any problems with the medtronic synchromed ii pumps implanted. Absolutely nothing from medtronic or my anesthesiologist (whom I trusted completely) even though according to records I've obtained on this website and elsewhere, notices were sent out to medical professionals and the pts. In today's vernacular, not everyone I've spoken with here in (B)(6) is totally unaware of any pump problems. Oh yeah, my anesthesiologist (my 2nd, the one I trusted died). For several months the new anesthesiologist's office kept telling me that they couldn't find a surgical center to where the removal and reimplant could take place. They kept telling me it was cash pay. Finally I got fed up and pointedly asked what was going on? I had the money. The answer was, "to tell the truth we quit looking." I was upset, but it didn't surprise me. I had been assigned to the 2nd doc, who knows how? I had the feeling they weren't real overjoyed over my being 'assigned' to them from day one. Anyway that's not the point. Since then I've checked with multiple doctors and clinics and clinics about getting it replaced, without success until recently. I asked my brother to do an online search for me because with all the medtronic pumps out there I figured I wasn't the only one whose pump had stalled or malfunctioned. From your site he got some answers. As a matter of fact, the first one he found had to do with a motor stall. I still have pump whose alarm goes off approx hourly. A year and a half ago I had no problems getting around and being self sufficient. Today, I can't stand very long without my cane, 20 feet is about my limit for walking. It was fifty time that before all this happened. My quality of life really sucks. Between pump #1 and #4 I've been thrown into withdrawal without warning without any alarm sounding. How can you, our government, allow this to continue? Sincerely, (B)(6).